Manufacturer narrative:
Multiple attempts have been made to contact customer. No response obtained. If add'l info is gathered, a follow-up report will be applied.

Event description:
It was reported that the position button was not functioning properly. No adverse consequences reported.